Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. Other potential causes of the reported issue are patient allergy and patient contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported a rash/skin irritation forming on their thigh when wearing their pns extremity wearable. Additionally, the patient runs the device 24/7 and the area is slightly painful. The patient was advised to wear a protective layer between the skin and the wearable while a solution is discussed regarding alternative wraps. The skin has improved after positioning the device outside of the clothing. The patient was also provided an alternative wearable and is no longer having skin irritation.